Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this left ventricular (lv) lead were greater than 2500 ohms. There was also reportedly failure to capture, resulting in loss of biventricular therapy. This lv lead was surgically abandoned and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced during the same procedure. No additional adverse patient effects were reported.